Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically abandoned as it was cut through by the implanting physician while opening the pocket for the generator change. This lead damage caused pacing inhibition and bradycardia to the patient. No additional adverse patient effects were reported.